Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the guide wire showed resistance at the time of removal, releasing the blue connector. No injury reported.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Sample analysis could not be performed since no photos or sample was returned for evaluation. This complaint shall be reopened if a sample is received at a later date. An investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. According to the investigation performed, an exact root cause could not be determined. No action plan is deemed required at this time. The current process is running according to product specifications and meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.